Event description:
During the implant procedure, the helix of the right ventricular (rv) lead extended on its own during lead placement. The helix was retracted and the rv lead was placed in the proper position, however, low sensing occurred and the helix of the rv lead could not be fully extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of low sensing was not confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. The helix was returned retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length met specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and over-torqued inner coil at the connector region.